Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for radiculopathies and spinal pain. It was reported that there was a screen with a "?" On it, and the patient can't increase or decrease. The patient has tried replacing the batteries. The patient couldn't communicate with the ins while using either the programmer or recharger. A poor communication screen was seen on the programmer, and a reposition antenna screen was seen on the recharger. The last time the patient felt stimulation was around memorial day weekend. The last successful recharge was about a month ago. The patient was going to contact their healthcare provider (hcp) to have a manufacturer representative (rep) check the device. Additional information was received on (B)(6) 2018. It was reported that the patient's battery wasn't charging. The patient tried to charge with the programmer and wall charger. The patient was unable to do anything. The rep called in to review use of antenna locate. The patient was in over-discharge. The rep was going to perform a "por" for the over-discharge. The steps for antenna locate were reviewed with how to start the physician recharge mode. Additional information received from the rep on (B)(6) 2018, and they reported the ins was in over-discharge. The rep inquired to confirm continuation of doing a physician mode recharge (pmr) after two pmrs sessions on a suspected over-discharge event. The rep requested assistance interpreting the position recharger screen after the pmr sessions and could not charge normally or interrogate with the clinician programmer. The rep stated they had approximately 26 (low) and 28 (high) for antenna locate data and stated the number wasn't high. Technical services reviewed the antenna locate steps and the rep started with recharge antenna in the air resulting in 66 (low) and 70 (high). The rep reported that the patient was in over-discharge for about a month. Technical services reviewed position antenna screen and the process to continue with additional pmr sessions if communication or charging are not available, interrogate with the clinician programmer and clear the por (power on reset). Then, on (B)(6) 2019, the patient reported that they were going to have the ins explanted because there was an issue with the ins and when the ins was jump-started, it was "so painful" for the patient. The patient also reported they think their body was rejecting the ins. No further complications were reported or anticipated.